Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. The adhesive of the bending section rubber was chipped. The bending section was not sufficiently fixed due to wear of the friction plate due to external factors. The venting connector of the light guide connector was loose due to an external factor. The universal code was crushed due to an external factor. The device was returned to omsc for further investigation. Previously, the scope communication error b30 occurred at the user facility. The user returned the device to sorc for repair, but the error did not reappear. After returning the device to the user facility, the device was repaired again due to an endoscopic image error. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was noisy, and an error in the error code e30 range occurred. The endoscopic images were also noisy when the device was connected to the olympus video system center otv-s300 and two otv-s190 owned by the user facility. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). Omsc checked the device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. -the device was inspected with the bending section angulated in each direction, but no anomalies occurred. -the connector section was shaken and other shocks were applied, but no abnormality occurred. -there were no abnormalities such as damage to the appearance of the electrical contacts. -the device was energized for a long time, but no anomalies occurred. -the distal end and connector section were heated using a hair dryer, but no abnormalities occurred. -the device was inspected with the distal end immersed in cold and hot water, but no anomalies occurred. -the connector section was disassembled and the solder condition and arrangement were confirmed, but there were no abnormalities. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by the following: -there was water on the contact part of the connector, so it was temporarily short-circuited. -the malfunction occurred because foreign material was adhered to the electrical contacts between the video system center and the device. -since the device was used for a long time beyond the warranty period, the signal became unstable due to repeated energization and overcurrent such as accidental static electricity. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.